Event description:
Ous MDR - we were informed this lead was displaying degrading sensing and threshold values. The lead was explanted and returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not find any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specification and without defects. In particular, the measurement values of the mechanical analysis of the screw mechanism were within the technical specification. In summary, there were no indications of material defects or manufacturing errors.